Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na

Event description:
It was reported that suture placement was attempted with a prostar device using the pre-close technique via an 8f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, needle deployment was attempted; however, both posterior needles missed the barrel and exited through the skin. Needle back down was attempted but was unsuccessful. A cut down, cutting of the vessel, was performed to remove the prostar device. The sheath was upsized to a 16f and the aaa procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.